Event description:
Adverse event" "the patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "intermittent frozen touchscreen" (no display or display failure). The customer reported was an intermittent frozen touchscreen. Multiples attempts were made for more info on the event and pt status with no response to date. The pt impact is unknown.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. An internal investigation has been opened to address the issue reported. A corrective action has been initiated. (B) (4). (B) (4).